Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. The ra lead was extracted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise resulting in oversensing and inappropriate mode switch. As received, a complete lead was returned in one piece. The reported event of oversensing was confirmed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impression. The cause of the reported event of oversensing was due to the exposure of the outer coil in the abrasion zone.